Event description:
While servicing the ventilator, the respironics svc tech noted a diagnostic code in log history indicating oxygen valve stuck closed. The customer did not report the occurence during any previous usage. The customer reported the device was in use and there was no reported pt harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics svc tech was unable to duplicate the reported problem. However, the svc tech reported the customer had connected a flow meter off the primary oxygen wall source, which can result in a decrease of flow to the ventilator. If the ventilator detects a decrease in flow during use, it may result in a vent inop condition as reported in this instance. Performance verification testing was completed, and the unit passed all tests to specifications.

Manufacturer narrative:
Na